Manufacturer narrative:
The company service representative examined the system and confirmed the reported event was caused by footswitch communication issues. The company service representative replaced the telemetry network module printed circuit board (pcb). The system was then tested and met all product specifications. The system was manufactured on february 11, 2016. Based on qa assessment, the product met specifications at the time of release. The telemetry network module printed circuit board (pcb) was received and a visual assessment of the returned sample found no visual nonconformities. The returned telemetry network module printed circuit board (pcb) was installed into a calibrated hot bed system. The system powered on without any nonconformity. The sample was found to meet specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract surgery with iol implant, there were no ultrasounds. They tried to change cassettes, tips and handpieces to complete the procedure. They restarted the system and were able to complete surgery with no patient harm. Additional information was requested and received. This is one of two reports being filed for this event. The alcon reference numbers are 2017-79584 and 2017-78165.